Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that batteries did not work in the insulin pump. Customer changed the battery eight to ten times. The batteries lasted for thirty minutes with one of the battery changes, but pump would not turn back on thereafter. The insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss/failed battery alerts due to display anomaly.